Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc had rust/corrosion the nurse had abnormal resistance to puncture with this indwelling needle, and after withdrawing the needle, she found that the barrel had a missing corner, the needle was uneven, and the needle was suspected to be rusty.

Manufacturer narrative:
The customer returned 1 photo, no defective sample. The photo shows a needle that has been withdrawn, the needle has a notch, and the surface of the needle has no rust. DHR/bhr review lot##4016644. This batch of products were assembled at intima ii auto line 2 in february 2024, and packaged at r240 package line in february 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The cannula batches used in this batch of products are 3301231, 3301232, review the incoming inspection results, no abnormalities. The retained sample of this batch is taken for relevant functional testing: lie distance test and penetration force test, and the test results are all within product specifications. No rust is found on the surface of the withdrawn needle about the needle bluntness: it may be related to product quality (including lie distance, needle tip force, catheter tip force and catheter drag force), or it may be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter. About the needle has a notch: the notch of the needle is a small hole opened on the needle based on the demand of check the blood return during the puncture process. About the needle rust: the needle is made of 304 stainless steel which has good rust resistance under normal circumstances, but under special conditions (such as in the air containing chlorinated chemicals), the head of the needle (that is, the part at the front of the catheter that is not wrapped in the catheter) may rust. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the bluntness of needle and the rusting of the needle cannot be identified through the returned photo.

Event description:
No additional information provided.